Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that on (B)(6) 2014, the clock was counting down backwards, and it was stating not connected to power. The patient drove in emergently on (B)(6) 2014, and the hospital switched him to his back up controller.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation - the investigation did not confirm the reported event of the system controller counting backwards and alarming for no external power. The log file downloaded from the system controller contained approximately 16 days of data. Throughout the log file, when the returned system controller was connected to the power module, the voltage being supplied to the system was below specification. This indicates a possible issue with the patient cable. A no external power alarm did activate on (B)(6) 2014 and appears to be related to the patient cable not supplying the system with enough voltage. The alarm cleared shortly after activating and did not reactivate for the remainder of the retrieved log file. The patient cable was not returned for analysis. The returned system controller was functionally tested and found to operate as intended during analysis. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.